Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly had hole. It was further reported that the contrast solution came out of the shaft of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 35 dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual examination. On the functional, the balloon inflated with an in-house presto inflation device and water was leaking from the catheter shaft and, under the microscopic observation, a longitudinal tear in the shaft. No further testing was performed. As the returned sample confirms, the catheter had a longitudinal tear and leak upon inflation. Hence, the investigation was confirmed for the reported leak and reported material puncture and identified catheter shaft tear. As the microscopic observation confirms the tear on the catheter shaft which might lead to the reported leak. However definitive root cause for the reported leak and material puncture and identified catheter shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.